Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead t-wave oversensing (twos) was observed. Multiple reprogramming changes were attempted to resolve the twos to no avail. At this time, the rv lead remains in use. No patient complications have been reported as a result of this event.